Manufacturer narrative:
The device was returned for analysis. The entrapment of device could not be confirmed due to the condition of the device and cannot be replicated in a lab environment. The break and difficult to open or close were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The patient effects of hematoma, hemorrhage, pain, vascular dissection, pseudoaneurysm, inflammation, and hypotension, are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effects of shock, and the relationship to the product, if any, cannot be determined. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not cause the reported difficulty of entrapment. The root cause of the reported difficulties and the subsequent treatments are related to circumstances of the procedure. In this case, based on the case details and the returned device, it is likely, the guide broke during insertion due to patient anatomical conditions in relation to the insertion angle. This would explain the suture retrieval issue that occurred (based on device condition), and the difficulty removing the device causing the attempted forced removal. In the broken guide scenario, the foot will not retract. The forced removal attempt likely only revealed the condition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted on (B)(6), 2023, using a proglide after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, after step 4 during removal of the proglide, it was felt that the device was stuck and could not be removed. The lever was lowered (step 4) but the footplate remained opened. Excessive force was exerted on the device at the time and it was then noted that the proglide guide broke but was still being held by the actuator wire. A cut-down was performed to remove the device in one piece. Hematoma occurred due to the cut-down. Manual compression was performed for 20 minutes to achieve hemostasis and also treated the hematoma. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. On (B)(6), 2023, the patient was re-hospitalized due to an induration of the left femoral puncture site with very significant pain and a significant increase in the hematoma. In the operating room, patient was first intubated. Then it was noted that the patient had a pseudoaneurysm of the scarpa on the left with active leakage from the femoral artery. Hemorrhagic shock was experienced on exposure of the femoral artery. Major hypotension was also noted. Dissection of the superficial femoral artery upstream of the pseudoaneurysm was noted with arterial bleeding. Surgical intervention was performed to control the bleeding, and resolve the pseudoaneurysm. A blood transfusion was done. A small localized endarterectomy was done and closure with five prolene 5.0 points was performed. The patient was extubated and transferred to the continuing care unit. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.